Event description:
Shiley received copies of medical records from the user facility which stated that several days prior to the hosp admission, the pt began having episodes of increasing shortness of breath associated to activity. On the night of the admission, the pt complained of orthopnea and was transported to the emergency dept where he was diagnosed as having acute pulmonary edema and admitted to the hosp. During surgery to replace his prosthetic aortic heart valve, the pt also had his natural mitral valve replaced and a triple coronary artery bypass graft done. The pt was discharged from the hosp approx eight days after surgery.

Event description:
The initial reporter contacted shiley to report that a pt with a bjork-shiley convexo-concave aortic heart valve was scheduled to have the valve replaced due to "leaking". Subsequent info obtained from the pt's surgeon confirmed that the pt had their prosthetic aortic valve replaced in 2000. According to the copy of the operative report forwarded to shiley from the surgeon, the physicians "did not find any evidence of a perivalvar (sic) leak, but the reason that may be is that the valve was somehow malfunctioning in such a way that there appeared to be a perivalvar (sic) leak".